Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: there were no pump reboot events observed in the device's black box to support the allegation of a power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment and the battery cap was undamaged. There was no damage to the power circuit. The pump passed a 24 hour duration test without any reboots or other power issues. The battery cap was unscrewed a half turn with no reboots occurring.